Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had night time frequency which the device was working great for, but they were now having high urgency during the day and leaks when they never had before. After getting home from implant ((B)(6) 2016) they decreased the amplitude from 1.7 to 1.6, which was better for them because when it was at 1.7 they could feel it in the left leg and also their left side when getting into their recliner and lying in bed. The patient stated they still had the amplitude at 1.6 and they would like to keep it there for a couple more days to see how it goes. The patient also mentioned their implant site was tender after implant. The patient also reported they were not currently feeling the stimulation sensation on (B)(6) 2016. The patient had been keeping a voiding diary, and had an appointment with their managing healthcare provider (hcp) the friday of next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.